Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can. The cause of the reported event was isolated to external outer insulation abrasion.

Event description:
Related manufacture reference number: 2017865-2023-95085. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in pacing inhibition. Header deficiency was suspected. The pacing system was explanted and replaced on (B)(6) 2023. There were no patient consequences.